Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the clips on the mcm20 would not fully close. Several clips fell off, however the case was finished with the same clip applier. There was no consequence to the pt. 08/13/1998 additional info was the procedure was a total abdominal hysterectomy.